Event description:
It was reported the pt's original scs lead was explanted and replaced due to the pt experiencing multiple falls which resulted in the lead being "damaged" and the pt no longer receiving stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.